Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 21cm x 12mm ipp device with 100ml reservoir was implanted. It was further reported that the patient was unable to "pump up the implant." The device had no fluid in it and the outer layer of the right cylinder was destroyed. The patient was doing good following the surgery. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.